Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. See designated complaint (B)(4) there was no death or adverse event associated with the monitor malfunction.

Event description:
03/05/2021-reopening the complaint. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. Reclosing the complaint. A us distributor reported that a monitor was unable to complete functional testing.